Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient experienced a fall. Afterwards, their ipg was no longer able to successfully communicate with their external devices. X-rays were taken but the results remain unknown. Troubleshooting was performed via use of multiple replacement external devices to no avail. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.